Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. It was found that there were additional non-digital intercommunication of medicine (dicom) files. These third-party files or the way the images were compressed may have caused the issue h6: codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: , UDI#: h3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was partially downloading patient exams. Of the 200+ slices in the image, only 20 or so make it onto the system. The issue persisted across multiple exams and multiple systems on the same network. It was noted that the wifi at the hospital was having issues that day. It was later confirmed that the issue did not stem from network bandwidth. The system had no problem downloading images from cranial patients. The issue is due to the discs in which the ear, nose, throat (ent) patients are scanned from. The manufacturer representative (rep) stated that the discs contained extra files that prevent the entire image from being downloaded. The rep confirmed those files are the root cause, as the missing slices persist even when trying to download the patient image directly from the disc. There was no patient involvement.

Event description:
Additional information was received. It was reported that the issue was not with the navigation system. The issue stemmed from the imaging department from the beginning. The original discs from the imager were working fine, but when they get reburned, they are having issues with them with electronic picture archiving and communication systems (pacs), and also the discs itself. This issue was only occurring with an off-site computed tomography (CT) magnetic resonance imaging (MRI) image.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.